Manufacturer narrative:
The work order (wo) was cancelled by the remote service engineer (rse). The customer issue is no longer occurring, no work was performed by philips. Based on the information available the cause of the reported problem was unknown. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is no acoustic alarm. Patient involvement is unknown. There was no report of patient or user harm.